Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After data evaluation, the cse determined that liquid was in the luminometer. The cse cleaned the luminometer, waste probe and wash blocks. The cse also primed the wash station and calibrated the luminometer waste probe sensor. The cause of the discordant tni ul result is unknown. The cse successfully performed a system daily cleaning. The customer successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was reported to the physician(s). The customer initially tested the patient sample on an alternate system, which resulted negative. The negative result was reported to the physician(s) who requested that a new sample be drawn from the patient. The laboratory repeated the initial sample on both systems, which resulted negative. The redrawn sample was tested on both systems, which also resulted negative. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive tni ul result.